Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 252 mg/dl and multiple boluses were delivered to address the bg level. The customer did not know the cause of the high bg. Due to the boluses, the bg level dropped to 110 mg/dl and the customer thought that this was low and food was consumed. The customer was confused if another bolus was to be delivered and may have entered the bg level and grams of carbohydrates incorrectly. After discussing the bolus with tandem technical support, the customer decided not to deliver the bolus. The customer did not require further assistance.